Event description:
Information was received indicating that during use of this smiths medical cadd legacy 1 pump, the pump exhibited "no disposable clamp tubing" with "no air in line". No patient injury reported.